Manufacturer narrative:
The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the error messages were given, then the tip broke off during a laparoscopic nephrectomy procedure. The intended procedure was completed with another device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report are being submitted to correction and additional information. Correct the lot number of d4 from "pw307207" to "pw307206". The subject device was returned to olympus¿s local distributor. In the evaluation of olympus¿s local distributor the following was confirmed, - the probe was broken, the coating of the probe was peeled off and the exposed probe surface was found to have scratch. It indicated the probe had cracked from the scratch then broken off. - the tissue pad was worn away, and the coating of the grasping section was partially peeled off. The subject device was not returned to olympus medical systems corp. (Omsc). Therefore, omsc evaluated based on the content of the proposal and the attached photo. From the attached photos in the evaluation result by the local distributor, it was confirmed that the probe was broken, the coating of the probe was peeled off and the exposed probe surface was found to have scratch. It indicated the probe had cracked from the scratch then broken off. The tissue pad was worn away, and the coating of the grasping section was partially peeled off. The device history record for the lot indicated no anomaly with the event-related items below. - inspection. The exact cause of the event couldn¿t be exclusively identified. However based on the investigation photos attached by local distributor and the past investigation results, it is likely the reported phenomenon occurred by the following mechanism: 1) when output in seal & cut mode, the probe came in contact to metal or a surgical instrument. 2) this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3) the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 4) the probe broke when added some load. The tissue pad was likely worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The above device handling has warned in the instruction manual.